Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The pt presented with chest pain and evidence on her ECG of an acute inferior myocardial infarction. She was taken to the heart catheterization lab. Angiographic studies showed a relatively normal left coronary artery system, however, the rigth coronary artery (rca) showed a 99% stenosis involving the ostium of the rca and then thrombus involving this area and down into the proximal rca. The pt was started on reopro and had been on heparin. A cross-it 100 wire was advanced into the rca and a mamerick 2.5x20mm balloon was advanced into the ostium and proximal portion of the rca. The balloon was inflated to 12 atm's. The physician then placed a taxus express2 3.0x12mm drug eluting stent to the ostium of dilated to 14 atm's. The pt coughed at this point in the procedure and the balloon displaced somewhat and then would not deflate. This process lasted approx 3-4 minuntes, during which the pt became very hypotensive and very bradycardic. Despite numerous attempts to provide suction to the balloon, it would not deflate. Eventually by putting traction on it and advancing the guide and sort of coaxing it and straightening it into the ostium of the guide, it did come free from the ostium of the rca and deflate so that they were able to withdraw it. At this point, the pt's hemodynamics markedly improved. Repeat angiographic studies showed that the ostial area was perfectly satisfactory, however, in the proximal rca, there was still a large filling defect and it was not certain whether this represented dissection or further thrombus. At this point, the physician placed a taxus express2 3.0x24mm drug eluting stent to the proximal rca and over-lapped with the proximal stent. This stent deflated satisfactorily, was withdrawn and excellent hemodynamics were apparent. The pt went into atrial fibrillation and was given 3 mg of lopressor IV with slowing of the heart rate and dogoxin 0.5 IV was given as well to get her heart rate to stay down. Pt was in stable condition when taken to ICU.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.